Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with the implantable cardioverter defibrillator exhibiting backup vvi operation. A device restoration was successfully performed. The patient was reported to be in stable condition.